Event description:
Complainant alleged that the medics were attempting to administer a 200 joule shock to a 96 yr old male pt who was in cardiac arrest, but the device screen displayed an intermittent "check electrodes" message. The medics then performed CPR on the pt as he was transported to the hosp. The complainant subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.